Manufacturer narrative:
The device was returned to siemens for evaluation. A defective pressure transducer was identified and replaced. The device functioned within specifications after the repair. The device was returned to the customer after repair.

Event description:
The ventilator was connected to a pt. The hosp staff changed the et tube. It is unknown if the ventilator was turned off or placed in the stand-by mode during this time. When the ventilator was reconnected to the pt, the ventilator resumed cycling after 2 to 3 minutes as the customer was checking connections in the pt unit. The ventilator was removed from the pt. There was no pt injury.